Manufacturer narrative:
Implant is intended to be removed from the patient when "tissue healing has proven sufficient for joint stability". The device had been implanted for over 12 months when the patient complained of pain. Healing typically occurs for this type of procedure after approximately 6 months.

Event description:
Patient complained of pain twelve months after implantation of the ijs-e implant. Doctor confirmed via x-ray that the implant had disassembled.